Event description:
A customer reported a data error alert 4 occurred with their insulin pump after the pump's ship date. The customer's blood glucose level at the time was 125 mg/dl, which is within the normal range. Technical support informed the customer that some history logs may have been erased but assured them that therapy remained unaffected. The customer acknowledged this and decided to continue using the pump for insulin therapy.